Event description:
On (B)(6) 2012, a pt was undergoing repair of an abdominal aortic aneurysm. A contralateral leg component was implanted and a boston scientific 33 mm equalizer balloon was used to balloon the device. During ballooning, the proximal portion of the right external iliac was ruptured. An additional contralateral leg component was implanted repairing the rupture. The pt tolerated the procedure. The balloon did not appear to be overinflated; however, it is unknown whether it was overinflated.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.